Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, opening on posterior, calcification (approx. 65%) and crease fold. A visual and microscopic analysis was performed which identified: crease sharp opening, wear abrasion and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side asymmetry, capsular contracture baker grade iii, and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2004. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, patients concern with the product.

Event description:
Healthcare professional reported right side asymmetry, capsular contracture baker grade unknown, and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.